Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which lead to pacing inhibition of unknown duration as well as one inappropriate shock. A boston scientific sales representative was called in to discuss revising the lead. The lead was revised and the rate sense portion of the lead was surgically abandoned, and a formerly abandoned lead was placed back in service for sensing. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received that the suspected root cause of the noise oversensing and subsequent pacing inhibition and inappropriate shock was a conductor fracture in the rate/sense right ventricular (rv) lead. However this was not confirmed visually. During the revision procedure, the rate/sense rv lead was tested on the pacing system analyzer and the lead reproduced the noisy signals and exhibited intermittent capture. This product remains out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicates that the patient's device, the rate/sense right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition and unneeded shock therapy delivery by this shock therapy rv lead. Additionally, the unneeded shock led to the patient falling to the ground. Subsequently, the device was programmed to electrocautery protection mode. A second revision procedure was scheduled, during which the rate/sense rv lead was surgically abandoned and this shock rv lead was explanted. A new rv lead replaced the two rv leads that were taken out of service. No additional adverse patient effects were reported.